Event description:
It was reported that the patient was undergoing radiation therapy and the device had a power on reset. The patient felt symptomatic with the vvi pacing post reset. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. A critical ram parity error occurred in address of 27 on 27feb2014. The por severity is low, so the device should be able to fully recover after reset. Patient was exposed to radiation therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.